Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were marks and cuts on the patient line of thirty (30) homechoice automated pd sets with cassettes. This was observed during before use of the devices for peritoneal dialysis therapy. Some of the cuts were "pretty deep"; however, it was difficult to tell if the lines were breached. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.